Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the patient experienced high blood glucose level on (B)(6) 2026 due to a kinked cannula. The patient was treated with correction bolus via the pump. The infusion set had been inserted in the abdomen and the patient noticed symptoms within three hours of insertion. No further information is available.